Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they had a replacement put in on (B)(6) 2017 due to normal battery depletion. The patient stated that the device wasn¿t working too good for them. The patient noted that it worked for a while but they still had frequency and urgency. The patient reported that it would normally last 5 years but theirs took 3 years with stimulation turned up high at 5.4 v. The patient mentioned that their bladder infection was doing ok before the operation and noted that they weren¿t sure if it affected urgency or not. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.